Event description:
A check patient line alarm occured during drain 3 of 4 while using the homechoice system. The technical services representative had the home patient to open the patient line clamp. There was no patient injury or medical intervention reported at the time of the incident.